Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. During the procedure, it was noted that approximately 50% of the annulus was dehisced. The surgeon indicated that replacing the valve in the annulus would not be successful and a bovine pericardial skirt was used to reconstruct the annulus. Although the reported event cannot be confirmed, it appears that the root cause of this event was due to patient related factors. There is no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this female patient with a bioprosthetic mitral valve, implanted for four months, underwent redo mitral valve replacement due to dehiscence and severe mitral regurgitation. Intraoperatively, the subject device was dehisced from the annulus which was gone medially and approximately 50% of the annulus was dehisced. The valve was excised, and thrombus was completely removed from the annular area. This material was sent for culture. It appeared that replacing the valve in this annulus would not be successful. Therefore, a bovine pericardial skirt was constricted approximately 1.5 cm in width circumferentially around the annulus. A new edwards bioprosthetic valve was seated according to its proper orientation. All sutures were tied down and cut. The valve was tested to ensure that it was competent and the cinching mechanism was removed prior to testing it subsequent to this, the patient had the tranaseptal closure performed with running 4·0 prolene suture. The atrium was closed and the patient was warmed to normal systemic temperatures, developed normal sinus rhythm spontaneously and was weaned down. There was no perivalvular leak in the mitral valve but the tricuspid valve was leaking severely. This was believed to be due to pulmonary hypertension. However it was felt that this could not be left and therefore, the patient was rearrested and caval tapes brought down and the right atrium was opened back up and a 31mm duran ancore annuloplasty ring was placed in the tricuspid annulus. This was leak tested and found to be highly competent. The patient tolerated the procedure well. Postoperatively, tee showed excellent tricuspid valve competency, no perivalvular leak and excellent prosthetic valve function in the mitral valve. The patient was transferred with an ICU ventilator to the cvcc. It is important to note that the patient had a large right sided pleural effusion drained prior to closure as well. The patient's postoperative course was long and complicated. She was found to be encephalopathic in the ICU and a head CT showed two new areas of left frontal lobe infarcts. Neurology was consulted and followed throughout the hospitalization. These were likely operative related. At the time of discharge, her encephalopathy had significantly improved. The patient's hospitalization was significantly prolonged due to search for a facility to go after discharge due to issues with the patient's insurance. Ultimately, the patient was discharged in stable condition on pod #36.